Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2009078, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2009078 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was observed. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that cytotoxic medicine leaked from past the bd plastipak¿ concentric luer lock syringe plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage from the plunger of a 50 ml cytarabine/glucose syringe. Consequences: leakage of cytotoxic, remanufacturing of the preparation, delay for the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytotoxic medicine leaked from past the bd plastipak" concentric luer lock syringe plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage from the plunger of a 50 ml cytarabine/glucose syringe. Consequences: leakage of cytotoxic, remanufacturing of the preparation, delay for the patient."